Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received weak battery alarm and battery out limit alarm. The customer stated that they had high blood glucose of 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the battery out limit alarm occurred during normal use. The customer stated that the insulin pump had scratch on the screen and cut on the keypad. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected low battery, weak battery or battery out limit. No blank display. Lcd board was ok. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Device received with down keypad overlay texture damage.